Event description:
Additional information received via medwatch form: reload was opened to the surgical field. When the tech went to load the reload on the device, the suture itself did not line up properly with the applier and could not be loaded. The tech and surgeon both could not load it properly. Three reload packages where opened and this happened six out of the seven times. The patient was not adversely affected. They opened a different suture and that worked and was not a problem. The or was searched and we did not have any additional suture with the affected lot number. There was little delay in the case. The suture packaging was not kept.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload did not line properly when loaded into the device 6 out of 7 times.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch* surgidac* 2/0 48 grn dlu su sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Six needles were received. The visual inspection of the two endo stitch* surgidac* 2/0 48 grn dlu su noted that both of the packages remained sealed with all of the needles remaining in the loaded position. The needles were loaded onto the pmv endo stitch* device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.